Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840006545, 510k #k113174, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent screws placement surgery at t12-il with adult spinal deformity (kyphoscoliosis) s2ai. Post-op, the implanted screw loosened. Revision surgery was performed to replace the malfunctioned screw.